Manufacturer narrative:
Product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2019-apr-30 reporting that there were no clinical notes regarding this event made available. The device was explanted to allow for an MRI. The cause of the leg weakness and reported lead event was unknown as imaging had not been done. It was unknown if the leg weakness had been resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 29-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient and healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s device and lead were explanted due to the patient reporting leg weakness. The doctor reported that when they removed it that the lead was ¿boned¿ in. It was reported that the components were ¿chopped up¿ and disposed of, so nothing will be sent back for analysis. The event date was asked but was unknown. No further complications were reported/anticipated.